Manufacturer narrative:
Upon visual inspection confirmed that the abutment screw was fractured. The returned product was the implant (concomitant). Evidence of the fractured screw was observed inside the implant. The lot number of the abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that during dental exam, it was discovered that the unknown abutment screw was fractured inside the implant. Implant was removed.